Event description:
It was reported that the catheter was disconnected from the pump. A catheter revision or replacement was planned. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up will be sent if additional information becomes available.